Event description:
It was reported that during a da vinci si hysterectomy procedure, the harmonic ace curved shears insert broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic ace insert accessory was returned and evaluated. Per the customer reported complaint engineering observed the insert to be returned with a broken piece approximately by 0.660 x 0.085 of the curved blade detached. The blade fractured within the shaft, adjacent to the clamp arm pivot pin.